Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that since the implant of the single chamber implantable pulse generator (ipg), the patient experienced symptoms of chest tightness, palpitations, and low heart rate. As a result, the device was upgraded to a dual chamber system. No further patient complications have been reported as a result of this event.